Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. The returned computer booted normally to application screen. Passed all test.

Event description:
A site representative reported that while outside of procedure, when setting up for a case, the navigation system displayed "no sync" on the monitor. It was reported that prior to prior to setting up, the navigation system was turned on and was functioning as designed. But when the system was moved, the site experienced the issue. Site used a different medtronic navigation system for the procedure. There was no patient present at the time of the issue.